Event description:
It was reported that this patient received eight shocks from their cardiac resynchronization therapy defibrillator (crt-d) system for a ventricular fibrillation arrhythmia. The shocks failed to convert the patients arrhythmia and device therapy was exhausted. The patient was then externally converted and was noted to be fine. On the eighth and final shock, the polarity of this right ventricular (rv) lead was reversed and the associated shock impedance measurement was high out of range greater than 125 ohms. The shock impedance for the preceding seven device shocks, provided in normal polarity, ranged between 60 ohms and 76 ohms, which is within the normal specification range. Boston scientific technical services (ts) and boston scientific engineering reviewed the case and were unable to provide an explanation for why the last shock exhibited an associated high out of range shock impedance measurement. Ts noted that the only difference is the shock pathway, with the last shock occurring in reversed polarity which indicates a possible rv lead issue. The patient was also noted to have a left ventricular assist device (lvad), though ts indicated it does not appear to be related to the issue as this has been observed in other situations where a lvad is not present. Ts provided guidance that the rv lead should be evaluated. The lead remains in-service. No additional adverse patient effects were reported.